Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced power limit advisory alarms and low beat rate alarms about sixteen months post implant. A decision was made by the physician to exchange the pump with another lvad.

Manufacturer narrative:
The explanted device will not be returned to the manufacturer for evaluation. A review of the device history record revealed the device met all applicable specifications. Based on the information available, and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.